Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: surgeon was using the endo retract device to retract a kidney. Mr (B)(6) complained to the staff that the retractor was no longer working and went on to find that some fragments of plastic had dislodged from the instrument. Mr (B)(6) then took some time to check inside the pt and found 2 fragments of plastic. These fragments are included with the sample being returned. A second device was applied and the procedure continued without further event.